Event description:
Signs and symptoms began 2 days after dexcom insertion. First symptoms were discomfort and soreness. Then progressed to itchiness, pain- constant throbbing and stabbing when touched. Device was removed and erythema and contact dermatitis was observed due to adhesive. Site continues to be warm and tender to touch, and erythema has spread. Currently taking antibiotics. This is the second occurence of skin reaction to device. The first occurence was approximately 1 month before. Same signs & symptoms and treatment. Pt codes: 1840, 2330, 1943, 1994, 4546. Device code: 2682. Ref report: mw5178772.